Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The 12mm x 3.00mm nc quantum apex balloon ruptured during the 2nd inflation. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).